Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device received with a scratched front cover, enclosure cracked under quick connect, quick connect corroded, lever arm on microswitch bent, lcd has liquid crystal bleed, water tank has contamination, line cord faded and worn. Visual inspection confirmed the customer's complaint, and the root cause was the damaged lcd. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a bad display. There was unknown patient involvement and unknown harm/adverse event was reported.